Event description:
It was reported the patient was unable to adjust stimulation. The patient attempted to turn stimulation on two days prior to report. There was a "call your doctor" icon, and the patient reported a power-on-reset (por) condition that displayed on the patient programmer. The recharger also displayed a por. The error code was not definitively identified. The manufacturer's representative cleared the por. The patient reported no new sources of emi or changes in their environment, but she did work at a hvac/construction company and went tanning. The device was recharged on (B)(6) 2012, and the battery was 3/4 full. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2009. Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the patient was doing "great." The patient's last stimulation reprogramming went "well" and the implantable neurostimulator (ins) was working "perfect."